Manufacturer narrative:
UDI #: (B)(4). Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. There are patient and/or technical related factors that may cause or contribute to pvl. There is insufficient information available to determine the root cause of this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
It was reported that a patient with an 8300ab 23mm aortic valve, implanted for seven (7) months, was noted to have severe perivalvular leak and hemolysis. The patient also underwent mitral valve replacement at the time of aortic valve replacement. No further information provided.

Event description:
It was reported that a patient with an aortic 8300ab 23mm valve implanted for seven (7) months was noted to have severe paravalvular leak and hemolysis. Tee to be performed for further characterization. Unclear if patient is a candidate for percutaneous closure of paravalvular regurgitation of if he will need redo surgical intervention. The patient also underwent mitral valve replacement with a 7300tfx 29 mm valve, tricuspid valve repair with 30mm mc3 ring, and left sided maze procedure at time of aortic valve replacement.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported that a patient with an aortic 23mm valve implanted for seven (7) months was noted to have severe paravalvular leak and hemolysis. Tee will be performed for further characterization. It was unclear if patient is a candidate for percutaneous closure of paravalvular regurgitation of if he will need redo surgical intervention. Through investigation, it was learned that the patient received a valve repair for the paravalvular leak. Through medical records, it was learned that the patient had complete av block following implantation of the 23mm valve and a permanent pacemaker was implanted on pod#4. Patient was discharged. The patient also underwent mitral valve replacement with a 29 mm valve, tricuspid valve repair with 30mm ring, and left sided maze procedure at time of aortic valve replacement.

Event description:
It was reported that a patient with an aortic 23mm valve implanted for seven (7) months was noted to have severe paravalvular leak and hemolysis. Tee will be performed for further characterization. It was unclear if patient is a candidate for percutaneous closure of paravalvular regurgitation of if he will need redo surgical intervention. Through investigation, it was learned that the patient received a valve repair for the paravalvular leak. The patient underwent pvl closure with two plugs. The patient tolerated the procedure well and remained hemodynamically stable. He was discharged home on pod #2.